Event description:
It was reported that the pt had high lead impedance on normal mode and system diagnostics performed on (B)(6) 2011. There has been no increase in seizures and the pt has been seizure-free for a few years. No trauma or manipulation was reported. The pt's device was disabled due to the high lead impedance observed. Revision surgery has been planned, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.